Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the reported malfunction. Review of the device activity logs did show the device powered off, however this was due to the power button being pressed which does not support the customer's report the display blanked out. Therefore our investigation for this reported malfunction was unsubstantiated. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device's display blanked out. Complainant indicated that the device's display returned and they continued to treat the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.